Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified pump error alarm. The customer¿s blood glucose was unknown. Customer also reported insulin pump had random no delivery alarm and battery life was diminished. The devise will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected e/a alarm anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).